Event description:
The parents reported that the user's hearing performance with the device was affected after a head trauma occurred about 2 months prior. Further technical checks and medical interventions are considered.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However to confirm an exact root cause device investigation would be necessary. In addition in situ measurements at the day of implantation show two channels with hi status due to undetermined reasons. Further technical checks are considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parents reported that the user's hearing performance with the device was affected after a head trauma occurred about 2 months prior. Further technical checks and medical interventions are considered.